Manufacturer narrative:
Eval of the returned unit confirmed the reported issue. The unit does not send a signal to activate the nurse call test fixture when weight is removed from the sensor pad. In addition, the unit's voice message plays with a static sound, but the tone plays clearly when weight is removed from the sensor pad. The unit passed all other functional testing. (B)(4).

Event description:
Customer reported the nurse call does not activate. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.